Event description:
It was reported that during field service activity, the field service engineer (fse) noted that the system was not connected to the console. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console common compute controller (ccc) because the system did not connect to the console. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The issue was not associated with an error code, so it could not be confirmed via the system logs. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.